Event description:
It was reported by the rep the device was used during a radical cystectomy with ileoconduit. It was reported the surgeon attempted to fire the tlc55 across the small bowel. The firing stroke on the linear cutter locked out and would not fire. The circulator opened another tlc55 and finished the transection. There was no consequence to the pt.